Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to an infection. The device was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
H6 patient code corrected.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to an infection. The device was replaced. No additional adverse patient effects were reported.